Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered inappropriate shock for supraventricular tachycardia (svt) due to incorrect interpretation of signal. No changes or intervention was performed. The patient condition was stable.